Manufacturer narrative:
D10 concomitants: (B)(6) 02-010-01-0230 - logic femoral ps cem left sz 3. (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. (B)(6) 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised. Subsequently, the patient stated that they experienced infection, instability with walking, and swelling on both knees after her surgery.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The following sections were corrected: b3: date of event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.